Event description:
It was reported that the target lesion was located in the distal circumflex with heavy tortuosity and heavy calcification. During the attempt to cross a previously placed 2.5 x 30 mm non-abbott stent, the xience v 2.25 x 8 mm stent dislodged. The dislodged stent was retrieved from the anatomy. The procedure was completed with only the balloon angioplasty, which had been performed prior to advancing the stent. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The stent was discarded, but the stent delivery system is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.